Event description:
(B)(6)- the dealer reported that the tdxsp power wheelchair would stop intermittently, the joystick would start scrolling across the top, and it would display a yellow wrench. There was no patient injury reported.